Manufacturer narrative:
Patient age is unknown, but reported as middle age. Additional product codes: hsz, gfa, gff. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill broke during the procedure. The surgeon finished the procedure with the additional drill of the set. All the drill pieces have been removed from the patient. There was a twenty (20) minute surgical delay and x-rays were taken to ensure that none of the debris was left in the patient. This is report 1 of 1 for (B)(4).